Manufacturer narrative:
Clinical diabetes educator (cde) contacted patient, as per patient she had bolused 20 units to cover for 120 carbs using the quick bolus function. No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Patient reported she received an unintended bolus. No patient harm reported by patient.